Manufacturer narrative:
Physio-control is continuing to investigate the reported incident.

Event description:
Found during testing. According to the reporter, device service light illuminates the first time its powered on and defibrillator won't charge.